Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 24 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang 6.0 x 40, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 24 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.